Event description:
Patient with PICC line in right arm. Nurse removed cap, drew blood, then connected IV tubing to the PICC line. Vancomycin was infused through the PICC line. At the end of the infusion, the line was flushed with saline. The nurse was unable to disconnect the line, and the tubing broke off with the male connector still in the PICC line. The PICC line was removed and patient had to have a new PICC line placed.